Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during the last follow-up a message was displayed about the ventricular lead impedance being higher than 3000 ohms since (B)(6) 2021. There were several episodes showing noise and the beginning of a charge of the capacitors. A new lead is expected to be implanted.